Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had high blood glucose levels of 18.0 mmol/l. It was reported that the customer has gone through six infusion sets already, but the blood glucose levels would not go down. The customer reported not receiving any no delivery alarms from the insulin pump. Troubleshooting was done. The customer was asked to deliver a five unit prime from the insulin pump. The customer reported two drops of insulin forming at the beginning. The customer also reported a weird noise from the insulin pump when rewinding. The customer was advised that the insulin pump would need to be replaced. No add'l info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.